Manufacturer narrative:
Block h6: imdrf device code a040609 captures the reportable event of handle cannula bent.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a endoscopic cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket was inspected before being passed into the duodenoscope working channel and then connected to the alliance handle. The basket did not open, and the handle cannula bent outward from the handle. The basket was removed from the bile duct and the procedure was completed with another trapezoid rx. There were no patient complications as a result of this event.

Manufacturer narrative:
Imdrf device code a040609 captures the reportable event of handle cannula bent. Block h11: the returned trapezoid rx was analyzed, and a device analysis observed that the handle cannula is bent. Functional inspection observed the basket couldn't be opened due to the bent cannula. It was seen during media inspection that the handle cannula was bent and the basket was unable to deploy. The reported event that the handle cannula was bent and the basket failed to open was confirmed. Based on all available information, handle cannula bent is most likely a result of the force used on the handle when the device was introduced into the scope, or the manipulation done once the trapezoid was connected with the alliance handle. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a endoscopic cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket was inspected before being passed into the duodenoscope working channel and then connected to the alliance handle. The basket did not open, and the handle cannula bent outward from the handle. The basket was removed from the bile duct and the procedure was completed with another trapezoid rx.. There were no patient complications as a result of this event.